Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found and the primary complaint was not confirmed. However, a secondary issue was found, the meter had a low/dead battery. Test strips were returned but the product was expired at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis is required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2013. The patient manages her diabetes with 500mg of metformin twice a day and levimir (15 units in the morning and 25 units in the evening); however, the patient denied taking any action in response to the reported power issue. According to the csr¿s documentation, as a result of the alleged power issue, the patient reportedly developed symptoms of sweating and shaking on (B)(6) 2013. The patient, however, denied receiving any medical intervention after the alleged issue began. At the time of troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced, there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the patient was using the correct test strips at the time the alleged issue occurred. However, the reported power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.